Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with more than 300 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was filled and loaded successfully.